Manufacturer narrative:
(B)(4). All operating currents are within specification. No unexpected low battery or off no power alarms noted. The pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. No delivery anomalies or motor anomalies noted during testing. However, motor was tested outside the device and passed. The pump was set to proper time and date and monitored. No time change noted during testing. The pump was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. The insulin pump passed the dat test at 0.08765 inches.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 95 mg/dl before breakfast on the day of the incident and corrected with a 7.6 unit bolus. The customer was at 270 m/dl at the time of release from the emergency room, and 147 mg/dl at the time of the call. The customer was given intravenous fluids and food to treat. The customer experienced symptoms such as collapsing. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered insulin. The insulin pump will be returned for analysis.